Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs charger was not able to locate the scs ipg. Reportedly, the patient programmer communicates with the ipg and displayed the "ipg battery low, stim off" message. The patient stated it had been approximately two months since not being able to charge the ipg. Troubleshooting was unable to provide resolution. Consequently, the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.